Manufacturer narrative:
It was reported that the system checkout failed the pressure transducer test and other sub tests. The fresh gas pressure transducer pc board had a zero pressure offset that was out of range and that led to the failing pressure transducer test and other sub tests during system checkout. The pressure transducer pc board was replaced and was kept by the customer. After replacement of the pressure transducer, the system was successfully tested and cleared for clinical use. The received logs confirm the reported issue. The cause of the reported issue was a failing pressure transducer.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement.manufacturer's reference number: (B)(4).